Manufacturer narrative:
This MDR is being submitted as part of a retrospective review and remediation effort based on enhancements made to the company¿s MDR and complaint handling processes. Capas have been opened to manage the actions that are being taken to remediate this issue and ensure any required MDR reporting is completed. Additional details have been requested regarding the reported event. At this time, no additional information has been provided. This event is under investigation. A supplemental report will be submitted upon receiving additional information.

Event description:
The customer reported that one of the two jaws of the thunderbeat 5 mm, 35 cm, front-actuated grip type s broke in the abdominal cavity of the patient. The issue occurred during an therapeutic endometriosis procedure by celioscopy. All parts were recovered from the patient. Another device was used to complete the procedure. There was no reported patient harm or impact due to this event.

Manufacturer narrative:
This supplemental report is being created as a correction and to include the results of the investigation. The device was not returned for analysis. Therefore, the reported phenomenon of the device could not be confirmed. The device history record indicated no anomalies related to this type of event. Based on the available information, the exact root cause of the event could not be exclusively identified. However, based on the past investigation results, it is likely the following caused the grasping section to become broken: the grasping section disconnected from the shaft and fell down due to excessive force applied in the direction to rear it back. However, the circumstances that may have caused excessive force cannot be conclusively determined. Olympus will continue to monitor the field performance of this device.